Event description:
Baxter sweden reports a broken spike with a transfer set. Noted during use with no pt injury or medical intervention required.

Manufacturer narrative:
Device was lost by customer and therefore could not be evaluated by the manufacturer.